Manufacturer narrative:
The device associated with this reported event remains implanted. No revision has been reported. Patient x-rays were not available for examination. A complaint database search for the reported products finds no reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states the patient was experiencing patellar grind syndrome and was still awaiting resolution. Update 07/30/2012 - clinical report was received. Clinical report states the patient underwent an arthroscopy and corticosteroid injection to address patellar grind. An additional clinical report was received on (B)(6) 2013 stating the patient was experiencing pain and was still awaiting resolution. The complaint is being reopened, and the femoral and patella are being reported and additional components are being added for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.